Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the poly insert has been revised to 20 mm depth due to infection and instability.